Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results when using kit bd max sars-cov-2 reagents (ref. 44500301) unknown lot # was performed by the verification of complaints history. Customer reported that 13% of their 66 covid positive samples repeated as negative. Customer states that the bd assay provided positive results with those samples, but results were negative upon repeat with biogx and/or diasorin assays. Despite multiple attempts made to receive information from the customer, no data or kit lot information was provided for the investigation. Without more details regarding sample identification, instrument ID#, results or the context concerned by the present complaint, bd was unable to conduct an investigation and the root cause could not be identified. Although environmental or cross contamination introduced during sample preparation at the customer¿s site is possible, bd was unable to confirm the customer issue. Moreover, limit of detection can vary between different assays which could also explained result discrepancies. There is no indication of an increase in complaints for false positive results for bd max sars-cov-2 reagent products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. Confirmatory testing was performed using biogx and/or diasorin assays and the results were negative. Results were not reported and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer is stating that 13% of their 66 covid positive samples repeated as negative. Customer states that bd assay provided a positive result, but was negative upon repeat with biogx and/or diasorin assays.

Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. Confirmatory testing was performed using biogx and/or diasorin assays and the results were negative. Results were not reported and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer is stating that (B)(4) of their 66 covid positive samples repeated as negative. Customer states that bd assay provided a positive result, but was negative upon repeat with biogx and/or diasorin assays.